Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent altitude alarms. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. The customer cleared the alarm and resumed insulin delivery.